Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped during a normal device change out. The lead was capped due to a fracture. No adverse patient events were reported.